Event description:
It was reported the pump software did not suspend insulin delivery which resulted in the customer's blood glucose (bg) level dropping to 30 mg/dl. Additionally, it was reported that the pump's alarm sound was not annunciating. The customer was conscious, but could not move, so third-party assistance was required to address bg. The customer consumed carbohydrates to address bg. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.